Event description:
The device was explanted due to a sensing anomaly.

Manufacturer narrative:
The anomaly observed in the field was confirmed via reviewing of the stored egm's. No inappropriate shock was observed in the egms. Twenty eight brady episodes were recorded. Electrical magnetic interference (emi) noise was observed in these episodes.